Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three cre fixed wire dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that three cre fixed wire dilatation balloons were used during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noticed that all three balloons popped after being inflated to 20mm. The procedure was able to be completed successfully. There were no patient complications reported as a result of this event.